Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The no delivery test could not be performed due to no button response. The device also had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case display window corner, cracked lcd window, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the alarm could not be cleared as the buttons were not responding. Blood glucose value was 333 mg/dl. The customer stated that she removed the battery for 10 minutes and the device still had a no delivery alarm and the buttons were still unresponsive. The device was returned for analysis.